Manufacturer narrative:
Additional information: d10, h3, h6 final analysis found the complete lead was returned in one piece measuring 52.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, the patient went into cardiac arrest and was given cardiopulmonary resuscitation and external defibrillation for 60 minutes. The physician placed the right ventricular lead in the body and the patient stopped breathing. The cause of patient death was not provided. Related manufacturer reference number: 2017865-2020-04390.